Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-apr-29, information was received from an healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving baclofen (2,500 mcg/ml, 389 mcg/day) via an implantable pump for an unknown indication for use. On (B)(6) 2019, the patient's pump began protruding through the skin of the patient's current pocket site. The rep was not aware of any environmental, external, or patient factors that may have led or contributed to the issue. The pump and catheter were removed on (B)(6) 2019 and replaced with a new pump and catheter. The new pump was implanted on the patient's left side. Their pump pocket site was originally on the patient's right side. The issue was resolved at the time of this report. The patient's status was alive - with injury (patient had open wound at old pump pocket site that the physician cleaned and packed for future treatment and healing.

Manufacturer narrative:
Analysis of the pump (sn; (B)(4) found no anomalies. The pump passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.